Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The patient line came loose. The home patient (hp) became disconnected from the patient line, felt solution and reconnected. The baxter technical service representative (tsr) explained and assisted them to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.